Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a charge time (CT) error code during a routine device follow-up on (B)(6) 2019. Technical services reviewed the available data and confirmed device replacement was required. Engineering found the device had delivered a shock into a shorted lead on (B)(6) 2019. This shock appeared to have permanently damaged the device and now it was unable to charge the high voltage capacitors. Further review of the data found the r-wave amplitudes had been trending downward since implant such that the smart pass feature disabled due to the small amplitudes. This suggested the electrode may have moved since implant. Mechanical noise was also observed in untreated episodes stored between (B)(6) 2018 and (B)(6) 2019. The shock episode on (showed noise artifact with intermittent flat baseline leading to noise oversensing and the shock into a short condition with 1 ohm shock impedance measurement. The patient was hospitalized and the device and electrode were explanted and replaced the next day. No additional adverse patient effects were reported.

Manufacturer narrative:
Device evaluated by MFR: upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. Review of device memory confirmed the device had delivered a shock into a shorted lead, damaging the device. Therapy availability testing could not be completed due to the damage. It was concluded that the fault code observed clinically was a direct result of the damage to the device, and the damage was induced after the shock was delivered with a 1 ohms impedance measurement.

Manufacturer narrative:
The device was returned and is undergoing laboratory analysis. This report will be updated when analysis is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a charge time (CT) error code during a routine device follow-up on (B)(6) 2019. Technical services reviewed the available data and confirmed device replacement was required. Engineering found the device had delivered a shock into a shorted lead on (B)(6) 2019. This shock appeared to have permanently damaged the device and now it was unable to charge the high voltage capacitors. Further review of the data found the r-wave amplitudes had been trending downward since implant such that the smart pass feature disabled due to the small amplitudes. This suggested the electrode may have moved since implant. Mechanical noise was also observed in untreated episodes stored between (B)(6) 2018 and (B)(6) 2019. The shock episode on (B)(6) showed noise artifact with intermittent flat baseline leading to noise oversensing and the shock into a short condition with 1 ohm shock impedance measurement. The patient was hospitalized and the device and electrode were explanted and replaced the next day. No additional adverse patient effects were reported.